Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total knee procedure, when the implant was opened, there was plastic stuck to the implant. There was a 35 minute delay in order to obtain another implant from another facility.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of photograph provided. Visual examination of the provided picture confirmed the presence of a transparent material stuck to one side of the polished surface of a femoral implant. Device history record was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control is considered non-conforming based on the evaluation of the provided picture. This device was packaged in the poly bag and was recalled as part of corrective action preventive action (CAPA) that was completed in march 2014. A design deficiency of the bag was considered as the root cause of ldpe bag adhesion onto highly polished metal implants at the time the CAPA was implemented. However, the hospital where the event occurred was appropriately notified of the original recall and provided signed acknowledgment of the recall, as a result there were no additional actions that zimmer biomet could have reasonably taken. Given that this hospital presumably missed this item in their original review of their inventory, user error is considered as the root cause of the reported event. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.